Event description:
It was reported that the spinal cord stimulation (scs) patient was hospitalized and underwent a revision procedure during which the implantable pulse generator (ipg) was explanted and replaced due to frequent charging. The explanted device will not be returned as it was retained by the facility. The patient was doing well postoperatively.